Manufacturer narrative:
Additional information: g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the powered stapler, there were firing issues with the reload component, specifically a partial fire. The instrument's charge was incomplete, reaching only halfway through the tissue, necessitating a second charge to fully close the tissue. Another reload was used to perform the closure. No consequences or impact to the patient were reported, and the patient remained alive with no injury. Medtronic's initial evaluation of the incident is that the staples could be seen protruding from the staple cartridge above the 3cm cut line. Staple pushers were up distally.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4m0952 sig power sigphandle handle - sigphandle, lot# unknown sig power sigadaptstnd linear adapter - sigadaptstnd, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the powered stapler, there were firing issues with the reload component, specifically a partial fire. The instrument's charge was incomplete, reaching only halfway through the tissue, necessitating a second charge to fully close the tissue. Another reload was used to perform the closure. No consequences or impact to the patient were reported, and the patient remained alive with no injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was clamped on tissue. Staple lines could be seen in the tissue cavity. A grasping instrument was visible. Functional testing found that the jaws were open. Staple pushers were up distally. Staples could be seen protruding from the staple cartridge above the 3cm cut line. Two stickers listing lot numbers "p4m0952" and "p2m0951" could be seen. It was reported that the instrument partially fired. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.